Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube /migration of essure device: location of device: against bowel/ perforation (fallopian tube)") and device dislocation ("migration of the device /malposition of essure device") in a (B)(6) female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure not successfully occluded/failure to occlude (close)," on (B)(6) 2009. The patient's past medical history included d & c, cholecystectomy, cesarean section, asthma and seasonal allergy. She is a nonsmoker and denies alcohol or drug abuse. Previously administered products included for birth control: lo-ovra128 from 1994 to 2006. Concurrent conditions included anxiety, depression, allergic reaction to antibiotics and multiparous. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (operative laparoscopy/tubal ligation on this left tube and possible remove of the left). At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: thereafter the plaintiff underwent a tubal ligation. Left side not closed. Repeated test again 3 months later. Still not closed had a tubal on left side. Essure still present on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure not successfully occluded . Family history: noncontributory. On (B)(6) 2010,history: follow up for patent left fallopian tube. Status post essure implant. Impression: the left essure implant appears outside the left fallopian tube. The left fallopian tube remains patent. Occluded right fallopian tube remains patent. Occluded right fallopian tube on date (B)(6) 2009 hysterosalpingogram (hsg)- essure confirmation test- unilateral occlusion (right tube occluded). On (B)(6) 2010, preoperative diagnosis: failed left essure sterilization. Operative finding: exam under anesthesia revealed normal ant flexed uterus. The adnexa were negative.finding on laparoscopy demonstrated a normal left fallopian tube. Left ovary normal right fallopian tube, which was occulted at the proximal portion, normal right ovary .the uterus had a perforation through the posterior wall of the patients left essure device. There was a small adhesion to the sigmoid color. Her pregnancy test was negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and device ineffective . Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Reporter was added. Medically confirmed case. Patient details, negative history, historical drug, historical condition, concomitant disease, concomitant drug and unstructured relevant tests were added. Essure lot number was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube /migration of essure device: location of device: against bowel/ perforation (fallopian tube)") and device expulsion ("migration of the device /malposition of essure device / migration of essure device location of device: uterus") in a 43-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure not successfully occluded/failure to occlude (close)," on (B)(6) 2009. The patient's past medical history included d & c, cholecystectomy, cesarean section, asthma and seasonal allergy. She is a nonsmoker and denies alcohol or drug abuse. Previously administered products included for birth control: lo-ovra128 from 1994 to 2006. Concurrent conditions included anxiety, depression, allergic reaction to antibiotics and multiparous. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain"). The patient was treated with surgery (operative laparoscopy/tubal ligation on this left tube and possible remove of the left). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: thereafter the plaintiff underwent a tubal ligation. Left side not closed. Repeated test again 3 months later. Still not closed had a tubal on left side. Essure still present on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure not successufully occluded family history: noncontributory. On (B)(6) 2010,history: follow up for patent left fallopian tube. Status post essure implant. Impression: the left essure implant appears outside the left fallopian tube. The left fallopian tube remains patent. Occluded right fallopian tube remains patent. Occluded right fallopian tube on date (B)(6) 2009 hysterosalpingogram (hsg)- essure confirmation test- unilateral occlusion (right tube occluded). (B)(6) 2010, preoperative diagnosis: failed left essure sterilization operative finding: exam under anesthesia revealed normal ant flexed uterus. The adnexa were negative.finding on laparoscopy demonstrated a normal left fallopian tube. Left ovary normal right fallopian tube, which was occulted at the proximal portion, normal right ovary .the uterus had a perforation through the posterior wall of the patients left essure device .there was a small adhesion to the sigmoid color her pregnancy test was negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and device ineffective . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube /migration of essure device: location of device: against bowel/ perforation (fallopian tube)") and device dislocation ("migration of the device /malposition of essure device / migration of essure device location of device: uterus") in a 43-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure not successfully occluded/failure to occlude (close)," on (B)(6) 2009. The patient's past medical history included d & c, cholecystectomy, cesarean section, asthma and seasonal allergy. She is a nonsmoker and denies alcohol or drug abuse. Previously administered products included for birth control: lo-ovra128 from 1994 to 2006. Concurrent conditions included anxiety, depression, allergic reaction to antibiotics and multiparous. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain"). The patient was treated with surgery (operative laparoscopy/tubal ligation on this left tube and possible remove of the left). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: thereafter the plaintiff underwent a tubal ligation. Left side not closed. Repeated test again 3 months later. Still not closed had a tubal on left side. Essure still present on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure not successufully occluded. Family history: noncontributory. On (B)(6)2010,history: follow up for patent left fallopian tube. Status post essure implant. Impression: the left essure implant appears outside the left fallopian tube. The left fallopian tube remains patent. Occluded right fallopian tube remains patent. Occluded right fallopian tube. On date (B)(6) 2009 hysterosalpingogram (hsg)- essure confirmation test- unilateral occlusion (right tube occluded). (B)(6) 2010: preoperative diagnosis: failed left essure sterilization operative finding: exam under anesthesia revealed normal ant flexed uterus. The adnexa were negative. Finding on laparoscopy demonstrated a normal left fallopian tube. Left ovary normal right fallopian tube, which was occulted at the proximal portion, normal right ovary .the uterus had a perforation through the posterior wall of the patients left essure device .there was a small adhesion to the sigmoid color her pregnancy test was negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and device ineffective . Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received - new event "depression, mental anguish" were added. Event device dislocation was updated as device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube /migration of essure device: location of device: against bowel/ perforation (fallopian tube)'), uterine perforation ('uterine perforation') and device expulsion ('migration of the device /malposition of essure device / migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure not successfully occluded/failure to occlude (close)," on (B)(6) 2009. The patient's medical history included d & c, cholecystectomy, cesarean section, asthma and seasonal allergy. She is a nonsmoker and denies alcohol or drug abuse. Previously administered products included for birth control: lo-ovra128 from 1994 to 2006; for an unreported indication: zoloft. Concurrent conditions included anxiety, depression, allergic reaction to antibiotics and multiparous. Concomitant products included anesthetics and sertraline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (operative laparoscopy/tubal ligation on this left tube and possible remove of the left). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pelvic pain, depression and anxiety had resolved and the uterine perforation and device expulsion outcome was unknown. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: thereafter the plaintiff underwent a tubal ligation. Left side not closed. Repeated test again 3 months later. Still not closed had a tubal on left side. Essure still present on the right. Patient received treatments for pain, psych injury and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure not successufully occluded. Diagnostic results: family history: noncontributory. On (B)(6) 2010,history: follow up for patent left fallopian tube. Status post essure implant. Impression: the left essure implant appears outside the left fallopian tube. The left fallopian tube remains patent. Occluded right fallopian tube remains patent. Occluded right fallopian tube. On date (B)(6) 2009 hysterosalpingogram (hsg)- essure confirmation test- unilateral occlusion (right tube occluded). (B)(6) 2010, preoperative diagnosis: failed left essure sterilization operative finding: exam under anesthesia revealed normal ant flexed uterus. The adnexa were negative.finding on laparoscopy demonstrated a normal left fallopian tube. Left ovary normal right fallopian tube, which was occulted at the proximal portion, normal right ovary .the uterus had a perforation through the posterior wall of the patients left essure device .there was a small adhesion to the sigmoid color her pregnancy test was negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event uterine perforation added. Rcc note added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.